Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump would not turn on, and a blank display and a crack on the battery tube side, belt clip rail of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the display did not return. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit was successfully downloaded using (thumb software). Proceeded with the following testing to ensure proper functionality of the unit. Unit passed sleep and active measurement current test, and self test. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 78.0 received the lowbatteryalert (104) on (B)(6) 2026 08:45:00 faster than expected at 4.42 days. Battery cycle 28.0 received the lowbatteryalert (104) on (B)(6) 2025 19:38:00 after more than 7 days at 12.75 days. Battery cycle 27.0 received the lowbatteryalert (104) on (B)(6) 2025 01:27:00 after more than 7 days at 12.26 days. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. However, during troubleshooting investigation an unexpected blank display occur during testing due to cracked case behind the pump at the battery compartment causing loose connection on the battery tube spring and electronics. During deconstructive analysis, moisture damage was found on electronic assembly and corroded harness vibrator board. Unit received with the following cosmetic damages: reservoir tube cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked case-corner of belt clip rails, and corroded battery tube. In conclusion, customers alleged of power loss was confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. In addition costumer concern of blank display was not confirmed, however an intermittent blank display was noted due to crack case on battery tube compartment. Damage belt clip were not confirm, however cracked case (battery tube), and cracked case-corner of belt clip rails was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.